Manufacturer narrative:
H6: investigation summary: scope of issue: the scope of issue is only limited to facslyric 3l12c instrument ceivd, part # 663029, serial # r663029000282.(B)(6).problem statement: customer reported a complaint regarding the instrument producing erroneous results. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 29oct2020 to date 29oct2021. Complaint trend: there are 3 complaints related to the issue of high carry over; date range from 29oct2020 to date 29oct2021. Manufacturing device history record (DHR) review: DHR part #663029 serial # (B)(6), file # 663029-663029-r663029000282-107317599-21, was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of carryover was due to an outdated facsuite clinical software. The customer had been in contact with an application specialist, and it was reported that the lymphocyte counts were higher and more varied between tests of the same tube. An fse (field service engineer) came onsite to observe the issue, and determined that the facsuite clinical software needed to be reinstalled at a later date when the customer received a new lot of fc beads. Upon the arrival of the beads, the fse reinstalled the software with a new database and ran cs&t, cqc, and pqc tests. No parts were requested for evaluation as there were no parts replaced. After the reinstallation of the software and testing, the instrument was determined to be functioning as expected. Although the instrument was being used for clinical diagnoses, the results gathered during the incident were not used and no patient samples were affected. The results were captured prior to any diagnosis decision and was reported to bd as not expected. The safety risk is moderate, s3, and there was no impact to patient health or safety. Service max review: review of related work order #: 02178592, case # 01492855 install date: (B)(6)2021 defective part number: n/a work order notes: subject / reported: 663029 - facslyric - high lymphocyte counts. Problem description: the app specialist manuele ongari is in contact with the customer and reports that the lymphocyte counts are higher than expected and vary a lot when the same tube is acquired several times (see 2 example fcs attached to the case). The same tube read on a canto ii shows no problem. Work performed: 29/10/21 to solve the problem proceed with the reinstallation of the facsuite clinical software. Reinstallation not executable today as the fc beads are missing to execute the create lw / lnw reference setting. Order fc beads to be sent directly to the customer, agreed upon with the customer for thursday 11/4/2021. 04/11/21 reinstallation of the clinical facsuite with new database, cs&t cqc and pqc executed successfully, create lw / lnw reference setting successfully, the bd control multi-checks are successful. 11/11/21 in the last days the customer is acquiring the samples both on the clinical facsuite and on the canto software for a comparison, the data will be sent to the colleague application specialist to be analyzed. 19/11/21 the data analysis was successful, the values of the facsuite clinical and the canto software are superimposable. Instrument functioning according to bd specifications cause: facsuite clinical software to reinstall. Solution: none. Returned sample evaluation: a return sample was not requested because no parts were replaced. Risk analysis: risk management file part # 10000063058ra, rev. 06/vers. Z, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Tfs ID: 89216. ID: libivd-ra-115 3.1.14. Reg status: ivd; ruo. Hazard: s/w files corrupted.. Cause: wrong information from facsuite clinical software or the facsuite software imported file. Harmful effects: potential wrong result leading incorrect results. Risk control: facsuite clinical software or the facsuite software will checksum exported files and use the checksum to confirm that files are not tampered with on import. Facsuite clinical software or the facsuite software shall notify the user when they open an fcs file that has been modified outside facsuite clinical software or the facsuite software. Bd ivd assays gating algorithm will flag for incorrect staining pattern. Req link (tfs ID): 90477 fs11-ars-161 multitest and tritest:qc warning message, 90478 fs11-ars-228 6c-tbnk : qc warning message, 91063 fs11-app-475 file tracking, 92513 fs11-did-5833 file tracking. Implementation verification: libivd-se-15-72p fs11-app-475_ file _tracking libivd-15-12p. Effectiveness verification: libivd-15-12flibivd-15-12aflibivd-se-15-72f. Probability: 1. Severity: 3. Risk index: 3. Residual risk evaluation: a. New hazards: none. Root cause: based on the investigation results the root cause of the erroneous results was due to outdated facsuite clinical software. Conclusion: based on the investigation results the root cause of the erroneous results was due to outdated facsuite clinical software. During the initial visit, the fse determined that the facsuite software had to be reinstalled, and scheduled for a follow-up visit at a later date when the customer had the fc beads. After the software reinstallation, the fse adjusted the instrument settings and tested the instrument with cs&t, cqc, and pqc tests to confirm that it was functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to any incorrect results. The safety risk is moderate, s3, and there was no impact to patient health or safety.

Event description:
It was reported that bd facslyric¿ acquired erroneous results on patient samples. The following information was provided by the initial reporter: "1. Are there erroneous results on patient samples for diagnostic test? Yes. 2. Was there any delay of treatment due to the issue? No. 4. Was there any physical harm/injury to the patient due to the issue? No. The app specialist manuele ongari is in contact with the customer and reports that the lymphocyte counts are higher than expected and vary a lot when the same tube is acquired several times. The same tube read on a canto ii shows no problem."

Event description:
It was reported that bd facslyric¿ acquired erroneous results on patient samples. The following information was provided by the initial reporter: are there erroneous results on patient samples for diagnostic test? Yes. Was there any delay of treatment due to the issue? No. Was there any physical harm/injury to the patient due to the issue? No. The app specialist manuele ongari is in contact with the customer and reports that the lymphocyte counts are higher than expected and vary a lot when the same tube is acquired several times. The same tube read on a canto ii shows no problem."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.